Event description:
It was reported the patient had a "pump problem". The patient met with their manufacturer representative yesterday at the clinic because their pump "quit working". Follow-up was performed with the healthcare professional (hcp) and they reported at the last refill, the estimated reservoir volume (erv) was about 6 ml and the actual reservoir volume (arv) was about 34 ml. Additional information received reported the patient had severe pain in their back. The cause of the event was reported as the "pump stopped working" and an unrecovered motor stall had occurred. It was unknown what caused the stall or how long the pump was stalled. The pump was used to deliver dilaudid and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).